Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The condition of an ipump with no history to view was confirmed and reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an ipump with a condition of 'no history to view'. This condition has the potential to interrupt delivery. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.